Event description:
It was reported that an ilet user experienced a dexcom g7 pairing failure that led to the ilet displaying ¿dosing stops soon,¿ after which the cgm could not provide glucose values until a new sensor was started and paired. Symptoms included hyperglycemia with a reported glucose of 384 mg/dl and no reported acute clinical effects. Outcomes included transient interruption of automated dosing and subsequent recovery after sensor replacement, with glucose trending down following reconnection. Investigation included customer support troubleshooting, re-pairing attempts, and guidance to start a new sensor. Investigation of this case revealed a cgm-to-ilet communication and pairing failure limited to the ilet integration pathway, with resolution achieved through sensor replacement and successful re-pairing. It was concluded, based on previously established findings for similar reports, that the cause was a cgm connectivity and pairing malfunction resulting in temporary suspension of dosing.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.